Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, due to the patient's anatomy the lead became stuck near the valve. The physician also experienced difficulty extracting the lead and the lead fractured while attempting to remove the device. Lead was abandoned and remains in the patient and a new right ventricular (rv) lead was implanted. No patient complications have been reported as a result of this event.